Event description:
Medtronic received information that central aortic regurgitation through the anterior leaflet was observed after the implant of this transcatheter bioprosthetic heart valve. The regurgitation was observed via transesophageal echocardiogram. It was reported that the leaflet coaptation was irregular, with a torn leaflet or guidewire damage suspected as the cause of the anomaly. There were no observed issues with the leaflets during pre-implant preparations. The issue was resolved with the implant of a second valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.